Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, there were episodes of high defibrillation impedance and noise that resulted in non-sustained right ventricular oversensing on the right ventricular (rv) lead. After repositioning, the rv lead experienced r wave amplitude variation, failure to capture, and failure to sense. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of noise, high lead impedance, no r-wave sensing and no capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis, with the helix retracted and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not reveal any anomalies.